Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system experienced a non-recoverable fault. Site had restarted system with no change. A technical support engineer (tse) had site do hard restarts of the system, but the issue was not resolved. Also, tse had site try to disable arm with pressing the clutch button at start up and tried to manually disable arm. Therefore, the tse advised site they would not be able to use the patient side cart (psc) at this time due to a non-recoverable error. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details had been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the proximal set up joint (suj). Fa was able confirm the error occurred during system logs and was able to reproduce the issue when the suj was tested in-house. The suj failed the suj vertical encoder test.